Manufacturer narrative:
The explant date was corrected to (B)(6) 2019. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The explant date was corrected to (B)(6) 2019. Upon receipt the lead was found cut 10 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were received for analysis. An explantation aid was still inserted in the distal lead fragment. The performance of the lead was scrutinized including a visual inspection. The visual inspection revealed approximately 17 cm proximal to the is-1 connector pin a radially squeezed and abraded insulation as wells as a deformed conductor coil. These damages are assumed to be the root cause for the reported loss of capture. Based on the characteristics and location of the damages mentioned above, it is reasonable to assume that these deformations resulted from a very tight suture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that this lead was explanted due to loss of capture and high thresholds.